Event description:
A staff member was using a ceiling lift inappropriately during the evening, treating it as a swing. The individual was hanging from the lift, fell, and sustained an injury to the right leg. Emergency services were called, and the individual was taken to the hospital for treatment, which included a wound washout surgical procedure.

Manufacturer narrative:
The UDI is not available, the device was manufactured before UDI implementation.